Manufacturer narrative:
No evaluation possible at this time. The user facility has not released the implants. Upon the receipt of additional information and/or the return of the implants a follow-up report will be submitted.

Event description:
Revision surgery was conducted on (B)(6) 2018 to remove and replace a set screw found backed out at the l5. The arsenal spinal fixation system was originally implanted on (B)(6) 2018 at the l5-s1.